Event description:
It was reported that the patient received an infection from the implant procedure. The device therapy was unknown. No other information was known. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
The device model and therapy were not reported in the source document. The device is being reported as pain therapy until further follow up information can be obtained.